Manufacturer narrative:
One (1) used/damaged inserter/driver was received for evaluation on 07-feb-2017. Visual inspection found one of the tines was broken and the tiny broken tine approximately 1.99mm in length was not returned. Further evaluation by the engineer found all dimensions capable of being measured met specifications. Visual inspection under the microscope found the fork looked like it had absorbed uneven side loading during insertion causing the fork to bend away from the center axis of the shaft, possibly from too much interference in the drilled hole and/or off axis insertion. Additionally, there was other damage to the handle of the driver, perhaps caused while the surgeon was trying to remove the device. Based on available information, it is believed that the most probable cause of the driver breakage in this instance is use related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This lot #748465 was manufactured on 08-jun-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to the reported bur tip breakage. Of the lot containing (B)(4) units, there was no other similar complaint for this item and lot number combination. In addition, a 2-year review of product history for this device family shows a total of ten (10) reports of breakage including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.

Manufacturer narrative:
The used/damaged y-knot flex all-suture anchor driver is expected to be returned for evaluation. However, as of this filing the device has not been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the y-knot flex 1.3 mm all-suture anchor in an arthroscopic procedure, one of the tines on the inserter/driver was fractured. As reported, the breakage occurred while the surgeon was inserting the anchor into the drilled hole. The tiny broken piece from the driver and the anchor were safely removed with no problems reported. Using another like-device, the procedure was otherwise completed as planned with no further complications, surgical delay or patient injury. This report is filed on the basic of potential for patient injury with recurrence.